Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2013. The patient was in good medical condition.